Event description:
The hcp reported that the patient was in the intensive care unit. In 2006, the patient had an uneventful pump refill with bupivicaine 40mg/cc; clonidine 200mcg/cc and hydromorphine 12mg/cc. The dosing was based on the bupivicaine at 17mg/day. The patient flew to another state and experienced "flu-like symptoms" the patient is overweight, had increased blood sugar levels, aspiration pneumonia , dehydration and sleep apnea.